Event description:
Customer reported that the battery of their pump was not lasting as long as before, leading to the pump dying and disconnecting them from therapy. Furthermore, the pump triggered multiple altitude alarms that required the customer to remove the cartridge for 30 minutes before repositioning it, with this issue occurring even at non-high altitudes. There was no adverse impact to the customer's blood glucose level. The customer declined additional follow-up from support, so no further action or additional information was available.